Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2008 and (B)(6) 2012 to treat stress urinary incontinence & pelvic organ prolapse and mesh were placed into the patient's body. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems dyspareunia and neuromuscular problems. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. On (B)(6) 2010, the patient experienced stress urinary incontinence and underwent mesh revision. The mesh was explanted on (B)(6) 2012 due to pain. No additional information has been provided.

Manufacturer narrative:
(B)(4). (B)(4) - urinary/bowel problems; dyspareunia; neuromuscular problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/26/2016.